Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the peeling/hole of the glue on the distal end occurred because some external force was applied to the distal end. Additionally, the amount of use and age of the device (over 5 years) may have led to deterioration over time. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The scope was returned to the service center for evaluation. A leak was noted at the bending section glue was found cracked. The forceps cover glue was noted to be peeling. Excessive broken elements were noted in the scope¿s ultrasound image. The scope connector was found loose. The scope¿s control knob movement was inspected and found loose with play and low tension. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, a hole was noted at the distal end of the scope. There was no patient involvement reported.